Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector of the infusion set resulting in elevated blood glucose levels. The patient used two other infusion sets from the same box, but the issue reoccurred.